Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 03/2024. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported that during an event the AED did not respond. The incident occurred during a lifeguard training session. The patient was immediately removed from the water and CPR was performed. The rescue attempts were carried out by trained paramedics until the emergency physician arrived on the scene. They reported the patient was not resuscitated.